Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap is undamaged and able to fit. The pump is unable to power up and it¿s completely unresponsive. The reported ¿power¿ complaint was duplicated. Pump¿s cover was removed the printed circuit board inspection concluded an identified intermittent condition.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.